Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the patient connector of the transfer set could not connect to the titanium adapter during preparation. The patient visited the hospital to exchange the transfer set. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.